Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via social media that the customer had missing bolus in the history and unaccounted for insulin. The customer's blood glucose was unknown at the time incident. The customer mentioned the insulin pump was being replaced, but there is no further information. The insulin pump was not returned for analysis.